Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she delivered max bolus and was experiencing high blood glucose since her neck surgery back on (B)(6). Customer stated that she is on medication and she delivered 25 units of insulin manually. Customer was advised to wait to check her blood glucose for additional correction. Customer delivered an additional 1.9 units with the bolus wizard. Customer's blood glucose was at 371 mg/dl this morning and it went up to 405 mg/dl. Customer's blood glucose then went up to 421 mg/dl after the correction. Customer was advised to check with a health care professional. Customer declined troubleshooting for high blood glucose and was advised to keep monitoring her blood glucose.